Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 15th december 2012. The device performed as expected up to the 14th february 2016. A temperature was recorded below the recommended minimum operating temperature during this time. The device records multiple self-test fails due to a low battery between 15th february 2016 and the 1st may 2016. On the 24th may 2016 non-sensical data was recorded prior to a successful self-test during a manual power cycle. The device attempted to power up on installation of the returned pad-pak however the device then failed to power on via the on/off button. The device performed a self-test with pressure applied to the pad-pak. This indicates the device failed to power on due to a partially stuck pogo pin. Investigation was unable to replicate or find conclusive evidence of the reported fault. Ten minute manual power ups are characteristic of the reported fault however there were no ten minute time outs recorded. No fault was found after extensive testing. On return the battery terminal pogo pin was found to be bent and partially stuck inside the device. This caused intermittent fault during the investigation. This fault could have caused the self-test fails recorded.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.